Event description:
It was reported that on (B)(6) 2026, a 23mm epic supra valve was used as a composite with a 28mm non-abbott valve in a bentall surgery. After aortic cross-clamp release, central regurgitation was observed on echocardiography. The patient was reported stable.

Manufacturer narrative:
An event of central regurgitation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, including functional testing, and the product met all specifications. Based on the available information, the cause of the reported central regurgitation could not be conclusively determined. The reported minor injury/ illness / impairment was a result of case-specific circumstances as no intervention was provided. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 23mm epic supra valve was used as a composite with a 28mm non-abbott valve in a bentall surgery. After aortic cross-clamp release, central regurgitation was observed on echocardiography. The patient was reported stable.